Event description:
It was reported the device burned the skin, dark spots after each use.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted. A review of the DHR was performed and all devices passed final inspection.